Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead dislodgement occurred. It was noted that there was insufficient slack in the lead due to the significant difference in heart position when patient was supine or standing, and while taking deep breaths. A lead revision was performed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.